Event description:
Upon assessment of tracheostomy cuff, it was noted that the cuff was deflated although it was inflated with 2mls of sterile water a few hours prior. The decision was made to change the trach. On examination after, it was noted that the cuff was blown. Frequent issue. The manufacturer followed sterile processing upon receiving and during processing of the trachs. It was found that the department is following the IFU's according to policy and our process has not changed.